Event description:
The manufacturer received information alleging that the device had humidifier error and was experiencing dryness, nose bleeds in the morning, stuffy at night and burning nose as there was no moisture. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was inspected by the manufacturer and verified airflow. A good, supplied humidifier was connected and initiated therapy with the device and found that both the therapy device and humidifier were functioning as intended. The device was internally and externally inspected which found dust-like contamination on the ui panel, top enclosure, accessory module slot, rear panel, bottom enclosure, blower box cap, blower box and the blower motor. A long hair-like fiber in the accessory module slot and hair-like fibers on the rear panel. Unknown black particle contaminants on the blower box and potential dried liquid spots or mineral deposits on the blower motor, that indicated potential liquid ingress. There was no visible damage or functionality failures of the device, that suggested the source of contamination was external to the device. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The investigation was not able to confirm the complaint or address the symptoms specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.